Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has not rec'd the particular details relating to this specific control number. March 3, 2000 - add'l info rec'd from md. The particular patient had a phaco cataract extraction, right eye 2000. The pt subsequently developed what the surgeon describes as a severe acute iridocyclitis 1/28/00; no secondary surgery was necessary. At pt's last visit 02/07/00 the visual acuity was at 20/30 and given a fair to good prognosis.